Manufacturer narrative:
H3: product was not returned, and no photographic evidence was provided to aid in this investigation. No previous repair has been noted in the last 12 months. Product evaluation and problem confirmation cannot be performed. Error history log was not provided. Probable cause could not be determined.

Event description:
It was reported that the device had error code that says dose cord is damaged. There was physical damage reported. There was no patient involvement and no harm/adverse event reported.

Manufacturer narrative:
B3: day of event is unknown. H3: device has not been returned to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.